Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleged that the legrest will not go up and the chair will not elevate. He stated that you can hear the motor but it does do anything. MDR filed.